Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. The device history record was reviewed, it was identified that 2 pieces were scraped; however, DHR shows the pieces were identified during the process prior the final inspection stage and documentation shows the scrap of these 2 pieces exists. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products product: def 7f, 20p, 131mm, 3mm le, rdl115; mfg: d-1171-22-s; lot #: 15357024m. Product: soundstar 3d 10f-90; mfg: m-5723-05; lot #: unknown_m-5723-05. Product: carto system; mfg: unknown; serial: unknown. Currently requesting system information from the bwi field representative. (B)(4).

Event description:
It was reported that during an idiopathic ventricular tachycardia - left (l-idvt) procedure, the left ventricle geometry was created by the carto sound from the right ventricle. Continuously, the webster catheter was delivered to the left ventricle and mapping was conducted. Then they tried to induce the ventricular tachycardia under isp stress. The ventricular tachycardia could not be induced at first, but inducement of the ventricular tachycardia succeeded after removing the webster catheter. But lbbb occurred during mapping of the left ventricle in sinus rate by the ez steer thermocool navigation catheter, so mapping was interrupted. Tried to induce the ventricular tachycardia under the isp stress again, but it could not be induced. Meanwhile, the blood pressure reduction was observed and the pericardial effusion was confirmed. The blood pressure became stable after drainage. The pericardial effusion stopped after protamine IV was administered. The patient was under observation at ccu for one night and was favorably recovering. The physician stated that the pericardial effusion might have been caused because mapping was conducted when the wall motion was relatively larger due to isp stress. It was not considered that the catheters applied to the procedure were defective.